Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the receiver sound was on full volume; however, it was not as loud as prior alerts. The patient reportedly received low cgm readings; however, did not hear the alarm of the receiver. There were reportedly no changes on the alerts of the receiver. The patient stumbled and injured his eyelid. No bg was checked. The cgm was 70 mg/dl. There was no medication/treatment administered at home. They got to the hospital around 6:00 am and were discharged around 10:20 pm. The hospital reportedly did not provide any medication related to diabetes but they sutured the eyelid injury. The patient was fine at the time of the report. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).